Event description:
Additional information: it was reported that the patient¿s health care provider (hcp) tops off the medication in her pump at refills, but does not draw out the old medication. The hcp was reducing the patient¿s dosage to prepare for a pump replacement. The patient was in pain. The patient was worried that her hcp will not manage her new pump. The patient was having difficulty standing and walking. The patient was unable to lift her arms above her head due to the pain. The patient had bandages on her legs to control swelling. The patient also had a fall and hurt her knee. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information: it was reported that the patient was being weaned off of her intrathecal dilaudid. The patient¿s withdrawal symptoms occurred because she forgot to take her oral opiate. There was nothing wrong with the pump. The pump was going to be replaced because it was over 12 years old. There was no injury with the patient and they were not hospitalized.

Event description:
Additional information: it was reported that the patient¿s last pump replacement was in 2002. The patient¿s withdrawal symptoms also included chocking and difficulty breathing due to congestion and fluids in their throat. The patient¿s arms were aching and she had headaches. While in the hospital for withdrawal the patient had a magnetic resonance image (MRI). The patient also had bronchitis and a relapse of chronic obstructive pulmonary disease (copd). Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Catheter model 8703w, lot# l49843, implanted: 1998 (B)(4), explanted: unk.

Event description:
It was reported that patient experienced return of symptoms especially acute pain, loss of bowel control, inability to walk, talk or make it to the bathroom at this point. It was stated that the patient was hospitalized for withdrawal symptoms two nights ago. Patient had gone into a seizure, the cause was unknown. There were no pump alarms. Patient was informed by the doctor that the catheter had an infection in it; however, no tests were done on the pump while in the hospital. It was also indicated that the patient needed to have her pump taken out. The healthcare provider (hcp) was slowly decreasing dosage of the pump; had also indicated that patient was "abusing the system". Patient was currently considering hcp options. Additional information has been requested; a follow-up report will be sent when it is available.

Manufacturer narrative:
(B)(4).